Event description:
A distributor reported that a patient's precice nail stopped lengthening, and therefore was explanted. Patient was implanted with a new precice nail, and fully recovered.

Manufacturer narrative:
(B)(4).